Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, e3, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse troubleshoot helium leak. Unable to reproduce the leak the customer experienced in the helium. Helium leak test passed within spec. Performed compressor regulator tests, found that the compressor was not holding the pressure during testing. Removed and replaced the compressor (0119-00-0236) as well as the safety disk due to hours. Performed system checkout as required. Completed repair with all functional and safety tests per manufacturer specifications. Returned to customer use.

Event description:
N/a.